Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that about 3-4 weeks ago, patient switched therapy groups. Once the new group was activated, the patient felt like it was putting so much electricity in their chest, they could barely turn it off because of so much shock. They increased stimulation by 1 or 2 increments, then they switched back to the previous group, however, patient mentioned that they still have tremors, even if they make an adjustment. Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.